Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing to confirm spo2 accuracy using an spo2 simulator. The results of the analysis confirmed the spo2 was accurate. Based on the results of the analysis, the product malfunction was unable to be confirmed; the product was confirmed to be operating per specifications. The product is back in service and a review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an earlyvue vs30 indicating there was an spo2 discrepancy between this monitor and the handheld spo2 from rt. The device was in use on a patient at time of event, there was no adverse event reported.